Manufacturer narrative:
Product event summary: the pscc100 loop catheter with lot number 0012469370 was returned and analyzed. The catheter was received with the guidewire threaded through, and visual inspection showed the array assembly was inverted, the guidewire lumen was extended, and the nitinol array wire was detached from its proximal bond, protruding outside the dual lumen. The slide control function was stiff despite softening of the guidewire lumen using disinfectant for dilution. The steering function was normal, with the distal catheter tip responding with the expected rotation in both directions. X-ray imaging confirmed the integrity of the nitinol array wire, properly attached at the tip, but detached from the dual lumen. The electrode wires were intact without breakage or detachment from the electrodes. Optical inspection at high magnification revealed both electrode wires and the nitinol array wire distal from dual lumen were exposed, the pebax tubing was torn, a kink was present at the distal arm near electrode 1, and the distal arm pebax tubing was ribbed between electrodes 2 and 3. The continuity test was performed with a multimeter and passed. All electrodes and impedance were normal. Data from the catheter identification chip confirmed usage on the reported event date. The catheter was not reprogrammed as the catheter condition would not permit to perform ablation using the generator. No other tests could be performed due to the returned condition of the catheter. In conclusion, the reported issue of an exposed wire was confirmed during testing. The loop catheter did not pass the returned product inspection due to an inverted array, the nitinol array wire was dislodged from the dual lumen, a torn proximal arm pebax tube, a kinked pebax tube, and a ribbed distal arm pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Incoming information indicated the case was already completed and the suspect wire became exposed during removal.

Manufacturer narrative:
Product event summary: an image file was returned and analyzed. The image showed the catheter nitinol array wire completely dislodged from the dual lumen. In conclusion, the reported issue of an exposed wire was observed in the image file. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that post a pulsed field ablation procedure, following the removal of a pulsed field ablation catheter, the physician observed that the wire was exposed. The case outcome is unknown. No patient complications have been reported as a result of this event.